Event description:
During the atrial fibrillation procedure, it was reported in the middle of the case, there was a decrease in the patient's blood pressure and intracardiac echocardiogram confirmed pericardial effusion. The case was continued and towards the end of the case, the blood pressure dropped significantly and pericardiocentesis was performed. 200 cc of fluid was removed from the pericardial space. The patient was stable and under observation. Additional information stated the patient was stable and out of intensive care unit.

Manufacturer narrative:
(B)(4). During the atrial fibrillation procedure it was reported in the middle of the case, there was a decrease in the patient's blood pressure and intracardiac echocardiogram confirmed pericardial effusion. The returned product did not show any visual or functional damage upon receipt. The customer did not report any issues with the catheter; however, the catheter was subjected to deflection, electrical, temperature, and generator tests. The catheter passed all specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 rmt system; model #: m-5830-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Lasso nav,20mm,6mmsp,d curve; model #: d-1312-09-s; lot #: 15686912l. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).